Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, product was not returned and no lot number was provided, an investigation could not be performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went to surgery for a meta tarso phalangeal (mtp) fusion on (B)(6) 2015. The tips of two threaded tip k wires broke off where the threaded portion meets the shaft. Approximately 1mm of each tip was left in the hallux. The surgeon finished the procedure with other non-threaded k wires. There was an approximate ten minutes surgical delay reported. Additional x-rays were taken. The procedure was successfully completed without further incident. The patient status/outcome is unknown at this time. This complaint involves two devices.